Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure the power of the harvester v-cutter was very weak, it doesn't work. The cardiovascular surgeon increased the wattage to 40 watts and used another set of vs plus but the result was still the same. The generator was also changed but it did not work. They switched to open vein harvesting (ovh) surgery to complete the operation. *no consequences or impact to patient, *product was changed out, *there was a delay in the procedure, *surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The returned sample was visually inspected upon receipt, during which no visible damage was found on the sides of the ground and active electrode of the v-cutter. There was also no visible damage or foreign material on the bipolar cord. The measurements of the electric circuit through the sample were then obtained and compared to product standards. All measurements were found to be stable. A review of the device history record revealed no manufacturing anomalies. The reported event was not able to be replicated; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 8, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.